Event description:
Amphotericin b given per heplock on pump. Programmed to be given over 2 hrs. Pump infused medication over 15 mins. No medication was left in syringe even though pump screen stated 1 hr and 45 mins of infusion time remained. Infant showed no allergy effect, vital signs within normal limits and blood sugar stabilized. Pink on ventilator without distress. IV site without redness or edema.